Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient believes in the future that he will need his hip explanted. Patient will suffer harm, including, but not limited to, physical injury, bodily impairment, loss of enjoyment of life, conscious pain and suffering loss of earning. Plaintiffs preliminary disclosure form was received which identified part/lot information.